Manufacturer narrative:
Other relevant device(s) are: product ID: kit svc o2 bi71000212 drive assy tilt, serial/lot #: (B)(4). A medtronic representative went to the site to perform a system checkout. They found that the system would not tilt causing it to not exit invalidate home mode. The tilt drive assembly was replaced and the system functions as intended and passed a system checkout. The tilt drive assembly was returned to medtronic for analysis. Testing of the motor was performed with a motor isolation tester. The motor isolation test failed for shorted internal signal wires. An electrical failure was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that while a manufacturer representative was troubleshooting for a different case, they found that the system would not tilt. There was no patient present when this issue was identified.